Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that using scan and plan workflow, after taking the first spin, the surgeon put the acorn bit through the cannula and the system was showing the bit as going all the way to the bottom of the planned decortication but the surgeon wasn't feeling bone. They reverified instruments and took a snapshot. After restarting the process, using a second spin, the surgeon felt as if they were skiving off the bone and reported that they felt more accurate on depth but was then off laterally compared to plan. They aborted use of the guidance system and continued the surgery using medtronic navigation. After scanning the patient again, they were able to see a pilot hole in the transverse process. There was no impact to patient's outcome and surgical delay was reported as 1 hour or longer. Additional information received from a manufacturer representative reported that the first scan depth showed the tool on navigation to be at the bottom of our planned facet decortication, which was set at 16mm. The second scan was suspected to be deviated less than two centimeters, as the surgeons felt they had drilled through the transverse process instead of the pedicle. Additional information received from a manufacturer representative reported the system performed a ten point accuracy test and passed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.